Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for three (3) tests performed on an unknown date on unknown sample types. This MFR. Report addresses test two (2) of three (3). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date. Repeat testing was performed once on an unknown date which generated a positive result. Confirmation testing was not performed. The consumer indicated they were experiencing ¿symptoms of covid-19¿. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.